Event description:
It was reported by service report that the right siderail had a weld issue. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
MFR¿s investigation is still ongoing. If add¿l info is received, a f/u report will be submitted.